Event description:
The customer reported there was a loud pop which was followed by a black screen and the loss of x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and the high voltage tank were replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service.